Event description:
Information was received regarding a cadd legacy pca pump. It was reported that the device was alarming and indicating, "cassette not recognized" for several hours or even days. Patients have not been able to finish their chemotherapy as a result of this. It is unknown if there was any patient, or clinician injury associated with this occurrence. (Lot number 4116345 or 4116348).